Event description:
It was reported that during a case, the ventilator stopped moving and the patient's spo2 levels dropped. The case was completed and there was no patient injury reported. A drager service technician was dispatched and was not able to reproduce the reported problem. MFR #: 9611500-2015-00031.